Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+4.5/091 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2022 the patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.1mm vticm5_12.1 -11.0/+4.50/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. The surgeon reports refractive surprise. On (B)(6) 2022 the lens was replaced for a similar lens with a different diopter. Problem resolved. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: d9: return date: 16-jan-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens with residue/debris on the product. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).